Event description:
It was reported by service report that the footboard on the bed is flickering on and off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard control cable.